Manufacturer narrative:
(B)(4). Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed foreign matter similar to the saline on the hub over the printer lot area. The ccp board and pins appeared normal and a good click sound was heard during insertion into the motor drive unit (mdu) system. The telescope assembly was able to properly pull back, advance, and retract. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The catheter was properly recognized by the imaging system when plugged into the mdu and connection issues or errors were detected during its testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on 13feb2015. It was reported that connection failure has occurred several times. During th preparation to perform a percutaneous coronary intervention, an opticross¿ imaging catheter was used to diagnose an unknown target lesion. However, when the catheter was connected, connection failure occurred several times and reconnection din not solve the issue. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good. However, device analysis revealed a foreign material similar to the saline found at the hub over the printer lot area.